Event description:
Pt had a history of stent placement in the circumflex. Pt had in stent stenosis of the circumflex stent. Physician attempted to deploy a cypher 2.50 x 28 stent. He was not able to cross the lesion and pulled the stent catheter back which caused the proximal end of the stent to flare. Physician unable to withdraw the stent through the guide catheter. The physician moved the stent and guided the catheter out of the circumflex down to the right iliac artery. Unsuccessful attempt to snare. Physician accessed the l. Femoral with a 7 fr sheath. He used another snare and the attempt at removal was successful. Pt tolerated procedure well. Cordis rep was notified at the time. Cordis has the product.